Event description:
The implant sit well, however gradually it became loose and eventually the stem and sleeve broke into two pieces.

Manufacturer narrative:
Examination of the returned devices by depuy commercialized product development confirms the report. Follow-up for additional event information was conducted with the conclusion that no additional information was provided. Evaluation of the returned devices by depuy (B)(4) found sem examination revealed striations that are representative of fatigue crack propagation. These fatigue striations suggest that the sleeve failed by fatigue crack initiation and propagation. No material defects were observed that could have contributed to the fatigue fracture initiation and propagation to failure. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.